Event description:
During a renal angioembolization, the trufill pushable coil became stuck in the distal portion of the microcatheter. The trufill was the first coil being delivered. Additional information obtained indicated that the ptfe lining of the microcatheter buckled in the area where the coil seemed to be stuck. A continuous flush was maintained through the microcatheter throughout the procedure and no resistance was noted during insertion of the coil into the microcatheter. In addition, there were no anomalies noted in either the coil or microcatheter prior to use. The microcatheter and coil were removed together as a unit without any adverse effects to the pt. The procedure was successfully completed with a terumo microcatheter and unknown coil.